Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative reported that the imaging system did regain functionality after the second reboot, but the surgeon already had the system removed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. While performing an imaging system check-out, a medtronic representative determined that the rotor was losing the homing position and that the motion control box that required replacement. The motion control box was returned to medtronic for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Also investigated during the imaging system check-out was the reported issue that the door would not fully close. The medtronic representative, determined that the door switch assembly required replacement. The door switch assembly was returned to medtronic for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. After part replacements a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, reported when trying to place the imaging system around the patient, the gantry was moving with minimal movement and the door would not fully close. The surgeon discontinued use of the imaging system and chose to proceed with a c-arm, an alternate system. The procedure was delayed approximately ten minutes. There was no impact on patient outcome.